Event description:
It was reported by the patient that there is "something wrong with wire" "a little bit not good" and may need to have the pacemaker replaced soon. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that there is "something wrong with wire" "a little bit not good" and may need to have the pacemaker replaced soon. Additional information obtained through follow up with the physician office indicated that the leads are not faulty. The leads are still in use. No patient complications were reported as a result of this event.